Manufacturer narrative:
Philips service replaced the ups and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ups failure caused system power issue on a allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.